Event description:
The customer stated her most recent blood glucose readings were not stored in the memory of the contour next link. No adverse event alleged. The customer was advised to return the meter for investigation. A replacement meter was sent to the customer.